Event description:
The customer reported false positive access troponin I (accutni) patient results as well as erratic accutni qc performance from an access 2 immunoassay analyzer. The customer indicated that they obtained false positive results which did not fit the clinical history of the patient. The actual number of patients involved is unknown and there has been no patient information or instrument printouts supplied by the customer. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to this event. Beckman coulter field service engineer (fse) observed erratic mixer performance, a loose fluidics tubing nut, and an out of specification transducer temperature. Fse corrected the erratic mixer by setting the mixer speed to the correct speed and replacing the mixer pulleys. Fse tightened the ultrasonics nut and verified ultrasonic settings were within instrument specifications. Repairs were verified and results met published specifications. Although hardware repairs were required at the time of service, it could not be determined that hardware issues had caused the erroneous results reported by the customer.

Manufacturer narrative:
Evaluation: results - loose fluidics tubing nut.